Manufacturer narrative:
This issue was identified during complaint remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A replacement pump was sent to the customer and the original returned for eval. The pump was evaluated and the results were reported as "defective-spark." The product is no longer available for further eval/analysis. No definitive conclusion regarding the root cause of the reported event can be made. We will monitor and trend like issues and initiate a CAPA as applicable.

Event description:
Customer reported that the last person to rent the pump mentioned that it sparked. It was unclear whether the spark came from the power cord or the pump.